Event description:
The event was reported as: the heated wire circuit melted while on a pt. No pt injury reported.

Manufacturer narrative:
The device sample was not returned for evaluation. The results of the investigation are not complete at the time of this report.